Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that remotely via merlin.net. It was noted on electrocardiogram (egm) that post paced t wave oversensing was observed on the pacemaker. Turning autosense off was discussed. There were no patient consequences.